Event description:
The customer reported that the ortho provue analyzer probe dripped during testing. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. No erroneous test results were reported.

Manufacturer narrative:
During troubleshooting with mts, the customer reported that the connector to the waste container was not connected. The customer properly secured the waste container and performed a final wash and prime without any dripping. No service was required to return the instrument to its expected operation. Product labeling instructs the customer of the proper method for waste container maintenance. Incident occurred as a result of customer error. No malfunction of the analyzer could be identified.